Event description:
A positive advia centaur troponin ultra result was obtained on a patient sample. The patient was sent to another hospital and a second sample of blood was drawn 1.5 hours later. The troponin ultra result was negative. The initial sample was repeated and the troponin ultra result was negative. Patient was transferred to an alternate hospital for cardiac cath procedure but customer is unsure if the procedure was performed.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.